Event description:
During a laparoscopic ovarian cystectomy, the surgeon was utilizing the tissue retrieval system and opened the retrieval bag and began to retract the bag. At this point, the mechanism and hinge of the bag arms fell apart and a small spring broke free from the mechanism. It was necessary to cut the bag in order to free the two arms. Once the two arms were freed and able to be manipulated, the arms of the bag were brought into the large port and able to be extracted out of the pelvis. The spring was found and also removed.